Manufacturer narrative:
B5 - "the lens remains implanted. The cause of the event is reported as patient related factor." Should have been included in initial MDR. H6 - medical device problem code 2682 should have been included in initial MDR. H6 - investigation code 4117 should have been included in initial MDR. Claim# (B)(4).

Manufacturer narrative:
B5 - per updated information, the lens has been explanted and replaced with a shorter length lens. Reportedly, "everything was ok" after the exchange. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticmo13.7, -15.00/5.0/108 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. The patient experienced elevated iop (intraocular pressure), excessive vault and halos. Medical intervention was prescribed to treat iop (intraocular pressure). The surgeon plans to exchange the lens with a shorter length lens. If additional information is received a supplemental medwatch report will be submitted.